Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump on (B)(6) 2016, revealed no anomaly; the pump passed dispense testing. Regarding analysis, the pump was received with fluid in the reservoir and left running in a minimum infusion mode. The pump¿s log revealed no anomaly. Analysis of the catheter on (B)(6) 2016, revealed the collet was not fully locked in place regarding pin connector. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid (hydromorphone) with concentration 5 mg/ml at a simple continuous dose rate of .2404 mg/day via an implantable pump as of (B)(6) 2016 for non-malignant pain. It was reported that the patient expired on (B)(6) 2016. The cause of death / circumstances surrounding the death was indicated as being a narcotic overdose. As per the pump's log, an infusion prescription change and pump refill had occurred on (B)(6) 2016. It was noted that no surgical intervention occurred or was planned. It was also noted that no environmental/external/patient factors that may have led or contributed to the issue was reported. No diagnostic testing or troubleshooting was performed; however 4 ml of drug was taken to test concentration (date of test and result of test were not specified). No actions or interventions were taken to resolve the issue. The pump and complete catheter were explanted on (B)(6) 2016. The explanted devices were returned to the manufacturer and analysis results were requested. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. Regarding the patient's medical history, it was noted that as per a pathologist the patient said they used to smoke. The patient was further noted as having smoked marijuana; they did not know about alcohol.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2016. It was further reported that the patient's previous pump was explanted on (B)(6) 2016 due to elective replacement indicator (eri), and the patient underwent dose titration at that time. The patient was at home when they passed away. The pump appeared to be functioning properly at the time of the patient's death. It was noted that the patient likely experienced respiratory arrest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.